Manufacturer narrative:
On (B)(6) 2026, mentor was notified that the left implant was intact while the right was ruptured. The patient elected to not undergo replacement during the removal surgery. This report is for the right breast prosthesis. On (B)(6) 2025, mentor was notified that the patient had been diagnosed with bilateral baker grade iii capsular contracture. Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2026, mentor added the following to the product evaluation per the new information: updated device evaluation: regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 06, 2026, the mentor analysis lab received the suspect medical device for evaluation. On january 08, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was ruptured and received in two parts. In addition, shell abrasion was observed at the edge of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured implants using ultrasound and magnetic resonance imaging. As a result, the patient underwent bilateral implant removal on (B)(6) 2025.